Manufacturer narrative:
The device from the procedure was not returned for evaluation. If additional info become available, a follow-up report will be provided with the investigation results. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur. Conclusions: no conclusion can be drawn.

Event description:
The facility alleges the appliers will not close properly. It is unknown when this condition occurred or if medical intervention was necessary. No additional info is available at this time.